Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a failure of the cable was confirmed. Therefore, it was determined that the video function did not work properly due to a cable failure, and the ¿noise in the image¿ occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter name and address: (B)(6) hospital. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The image was noisy due to defective cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus field service engineer (fse) reported to olympus that during reprocessing, the image on the high definition camera head was noisy occasionally and the object was not visible. The intended procedure was diagnostic and was completed using a similar device. There was no delay in a procedure. There were no reports of patient harm or impact associated with this event.